Event description:
It was reported that the patient was unable to start therapy. There was no report of patient harm or injury. The clinical specialist confirmed during the follow-up visit with the patient that all four leads of the left lead had an out-of-range/high impedance failure. The patient did not want the revision of the left lead and has decided to continue treatment on the right side only. The device was reprogrammed to unilateral stimulation, and the device remains implanted. Three months later, the patient decided to undergo revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted without complications.

Manufacturer narrative:
Mml# (B)(4).

Manufacturer narrative:
Mml# c-01496. The device was received for analysis. The lead assembly was received cut into two segments. No functional testing could be carried out. A visual inspection was performed, and (rounded) fractured coil wires were observed two inches below the distal electrode #4. Fractured coil wire was confirmed to be the cause of out-of-range/high-impedance failure. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated h6 and b5. Patient information has been added.

Event description:
It was reported that the patient was unable to start therapy. There was no report of patient harm or injury. The clinical specialist confirmed during the follow-up visit with the patient that all four electrodes of the left lead had an out-of-range/high impedance failure. The patient did not want the revision of the left lead and has decided to continue treatment on the right side only. The device was reprogrammed to unilateral stimulation, and the device remains implanted. Three months later, the patient decided to undergo revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted without complications.